Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture on the right ventricular (rv) lead and left ventricular (lv) lead were observed. The rv lead and lv lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.